Event description:
The user facility reported that during a transurethral resection of prostate (turp) the cutting loop of two electrodes evaporated. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info and was informed that the two bipolar electrodes were inadvertently used when the unidentified model of electrosurgical unit was in a monopolar mode, and that the occurrence was likely due to user error. The subject devices are labeled for use in a bipolar mode only. Both electrodes were used in the same procedure. The user facility further reported that there was no pt injury reported, and the procedure was successfully completed using a different monopolar electrode. The user facility returned the two electrodes to olympus for eval. The eval confirmed that the loop had melted on both electrodes and was detached. There was discoloration and staining on surface of the cutting loop sections. The electrodes were forwarded to the original equipment MFR (OEM) for further investigation. If add'l significant info is provided, this report will be supplemented. This report is being submitted as a medical device report (MDR) in an abundance of caution. Olympus (B)(4) is filing MDR's on behalf of gyrus acmi and olympus medical systems corp. Gyrus/acmi registration numbers: (B)(4). (B)(4). Add'l lot#: 107w.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of (B)(6) 2005 to (B)(6) 2015. Based upon this review, we are submitting this supplemental report to account for the additional device as referenced in the original report. This supplemental report is also being submitted to provide to update sections. Please cross reference MFR. Report numbers: 2951238-2016-00221.